Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study date of january 2010 is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: kaveh khodakaram; svein olav bratlie; per hedenstrom; riadh sadik. "Equivalent efficacy and safety of plastic stents and lumen-apposing metal stents in the treatment of peripancreatic fluid collections: a prospective cohort study." Annals of gastroenterology, hellenic society of gastroenterology 2024; 37: 362-270. Block h6: imdrf patient code e0506 captures the reportable patient complication of major bleeding and hematemesis. Imdrf patient code e2402 captures the reportable patient complication of pneumoperitoneal leak. Imdrf patient code e1032 captures the reportable patient complication of hematemesis. Imdrf impact code f08 captures the "median hospital stay was 13 days, and 24 pcf patients were re-hospitalized within 30 days" and "median hospital stay was 14 days, with 16 won patients re-hospitalized within 30 days." Imdrf impact code f23 captures the "stabilized with medical treatment.". Imdrf impact code f2202 captures the "reintervention required," "endoscopic necrosectomy," "simultaneous nasocystic drainage" and "percutaneous drainage.". Imdrf impact code f0101 captures the treatment failures. Mdrf impact code f2302 captures the "four units of erythrocyte transfusion.".

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, "equivalent efficacy and safety of plastic stents and lumen-apposing metal stents in the treatment of peripancreatic fluid collections: a prospective cohort study," by kaveh khodakaram, et al. The article details a single-center, prospective study conducted at sahlgrenska university hospital from january 2010 to december 2020. It involved 89 patients (median age 56) who underwent endoscopic ultrasound (eus)-guided transmural drainage. Among them, 53 patients received double pigtail plastic stents (dpps) and 36 received lumen-apposing metal stents (lams). The study treated 37 patients for pseudocysts and 52 for walled-off necrosis (won). A boston scientific cre balloon dilatation catheter, usually 15-18 mm was used during the eus-guided drainage with non-cautery access and dpps placement. No complications were reported immediately after the procedure. However, after dpps insertion for peripancreatic fluid collection (pfc) treatment, one patient experienced hematemesis on the same day and became hemodynamically unstable. The patient was stabilized with medical treatment and four units of erythrocyte transfusion. In total, 21 patients experienced treatment failures, with six requiring reintervention and another six needing percutaneous drainage. One patient developed a pneumoperitoneal leak. The median hospital stay was 13 days, and 24 dpps patients were re-hospitalized within 30 days. For won treatment, 14 patients had treatment failures, with five needing repeat interventions. One patient underwent endoscopic necrosectomy, four required additional percutaneous drainage, and 12 needed simultaneous nasocystic drainage. The median hospital stay was 14 days, with 16 won patients re-hospitalized within 30 days. Full details can be found in the referenced article. Despite further efforts to confirm the exact locations of the devices, no responses were received.

Manufacturer narrative:
Note: blocks b5, h2 and h6 were updated based on the additional information received on september 23, 2024. This complaint is no longer MDR reportable based on the additional information received. Block b3: the exact date of event was not reported. The retrospective study date of (B)(6) 2010 is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: kaveh khodakaram; svein olav bratlie; per hedenstrom; riadh sadik. "Equivalent efficacy and safety of plastic stents and lumen-apposing metal stents in the treatment of peripancreatic fluid collections: a prospective cohort study." Annals of gastroenterology, hellenic society of gastroenterology 2024; 37: 362-270. Block h6: imdrf patient code e0506 captures the reportable patient complication of major bleeding and hematemesis. Imdrf patient code e2402 captures the reportable patient complication of pneumoperitoneal leak. Imdrf patient code e1032 captures the reportable patient complication of hematemesis. Imdrf impact code f08 captures the "(B)(6) hospital stay was 13 days, and (B)(4) pcf patients were re-hospitalized within 30 days" and "(B)(6) hospital stay was 14 days, with (B)(4) won patients re-hospitalized within 30 days." Imdrf impact code f23 captures the "stabilized with medical treatment." Imdrf impact code f2202 captures the "reintervention required," "endoscopic necrosectomy," "simultaneous nasocystic drainage" and "percutaneous drainage." Imdrf impact code f0101 captures the treatment failures. Mdrf impact code f2302 captures the "four units of erythrocyte transfusion."

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, "equivalent efficacy and safety of plastic stents and lumen-apposing metal stents in the treatment of peripancreatic fluid collections: a prospective cohort study," by kaveh khodakaram, et al. The article details a single-center, prospective study conducted at (B)(6) hospital from (B)(6) 2010 to (B)(6) 2020. It involved (B)(4) patients (median age 56) who underwent endoscopic ultrasound (eus)-guided transmural drainage. Among them, (B)(4) patients received double pigtail plastic stents (dpps) and (B)(4) received lumen-apposing metal stents (lams). The study treated (B)(4) patients for pseudocysts and (B)(4) for walled-off necrosis (won). A boston scientific cre balloon dilatation catheter, usually 15-18 mm was used during the eus-guided drainage with non-cautery access and dpps placement. No complications were reported immediately after the procedure. However, after dpps insertion for peripancreatic fluid collection (pfc) treatment, (B)(4) patient experienced hematemesis on the same day and became hemodynamically unstable. The patient was stabilized with medical treatment and four units of erythrocyte transfusion. In total, (B)(4) patients experienced treatment failures, with (B)(4) requiring reintervention and another (B)(4) needing percutaneous drainage. (B)(4) patient developed a pneumoperitoneal leak. The median hospital stay was 13 days, and (B)(4) dpps patients were re-hospitalized within 30 days. For won treatment, (B)(4) patients had treatment failures, with (B)(4) needing repeat interventions. (B)(4) patient underwent endoscopic necrosectomy, (B)(4) required additional percutaneous drainage, and (B)(4) needed simultaneous nasocystic drainage. The median hospital stay was 14 days, with (B)(4) won patients re-hospitalized within 30 days. Full details can be found in the referenced article. ***additional information received on september 23, 2024*** the physician's assessment concluded that the adverse events were not caused by malfunctioning endoscopy products (stents, guidewire, balloons). Instead, patient conditions and comorbidities were identified as the factors leading to complications requiring therapeutic endoscopy interventions.